Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device returned with non- stryker microcatheter. The stent was found to be partially deployed from the microcatheter and stuck to the sdw (stent delivery wire) due to dry procedural fluids/ dry blood . The stent was found to be deformed. The sdw was found to be kinked/bent. Stent deployed prematurely during use functional test - n/a. Not confirmed during visual inspection. The stent was found to be partially deployed. Stent failed/unable to deploy functional test - the stent could be deployed during the analysis , however significant friction was noted. Stent friction functional test - fail. There was significant friction noted during the test due to dry procedural fluids/dry blood. The device was soaked in warm water for 10 minutes to attempt to release the stent, upon removal from the water the stent came free and was found to be deformed. The sdw was advanced through the non-stryker catheter without issue. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent friction was confirmed during analysis. The reported stent failed/unable to deploy could not be duplicated; however the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was not confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'very meandering'. The device was analyzed. The returned stent was found to be partially deployed from the distal tip of the microcatheter. The stent was found to be deformed. There was dry blood noted within the catheter and on the stent. This was causing friction during the functional tests. The sdw was found to be kinked/bent. The stent introducer sheath were not returned. It is probable that the severely tortuous anatomy and insufficient flush may have caused friction, damages to the device and the reported issues. An assignable cause of not confirmed will be assigned to the as reported 'stent deployed prematurely during use' as the issue was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to he as reported and as analyzed 'stent friction, as reported stent failed/unable to deploy and as analyzed stent partial deployment, stent deformed and sdw kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a neurovascular procedure the subject stent deployed prematurely during use. The subject stent was retracted into the catheter and was removed from the patients body along with the catheter. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received confirmed that, the procedure was completed successfully not using the stent since the microcatheter could not be reinserted.

Event description:
It was reported that during a neurovascular procedure the subject stent deployed prematurely during use. The subject stent was retracted into the catheter and was removed from the patients body along with the catheter. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.